Event description:
It was reported that there were 48 occurrences of missing labels on product with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer has identified that the product code for an 368609 eclipse needle is not on the product itself but only on the outer box. If the products are decanted into the customers own storage solution it can be a challenge to identify the product for re-ordering purposes new info received 13/may/2019: additionally, the lot number and expiry date are unable to be easily or clearly read without the use of a magnifying glass, which I do not consider as acceptable. The details etched in brown are also open to interpretation as there is no symbol denoting what each number group represents.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and it was observed that the catalog number is not printed on the unit label. The lot number and expiration date are printed on the non-patient shield. Based on the photo, all unit product labeling met required specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure modes with the incident lot were not observed. The photos did not identify a specific product issue. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 48 occurrences of missing labels on product with a bd vacutainer® eclipse¿ blood collection needle. The following information was provided by the initial reporter: customer has identified that the product code for an 368609 eclipse needle is not on the product itself but only on the outer box. If the products are decanted into the customers own storage solution it can be a challenge to identify the product for re-ordering purposes. New info received 13/may/2019:additionally, the lot number and expiry date are unable to be easily or clearly read without the use of a magnifying glass, which I do not consider as acceptable. The details etched in brown are also open to interpretation as there is no symbol denoting what each number group represents.